Event description:
In 2008, a reporter/layperson (wife) alleged that the patient/layperson's onetouch ultra2 meter was powering off during use around 3p.m et the day of the call. The patient had not changed the battery according to the owner's manual and did not have a new battery to insert and to troubleshoot. The customer care advocate, cca, replaced the meter and strips. The reporter alleged that the patient had "feelings of low blood sugar" after the reported issue began. The specific symptoms were not provided. Reportedly, the patient required no treatment. Unable to speak with the patient or reporter, this senior medical affairs specialist has mailed them a letter and classified the complaint based upon the info given to the cca. Because the reporter alleged that pt developed symptoms of low blood glucose after the reported issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.